Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer received a cartridge alarm during the load and pumping sequences. Customer¿s blood glucose level was between 115 and 120 mg/dl. Customer reverted to manual insulin therapy, until pump supplies arrived and then will resume insulin delivery.